Manufacturer narrative:
Additional information from the doctor indicated scratch to center of optic on this lens. There was patient contact which the intraocular lens (iol) was fully implanted, then explanted after scratch was identified and a replacement lens, model dib00 12.5 diopter was implanted in the patient's left eye (os). So, there was no partial insertion/removal issue. The main wound incision was enlarged for the iol exchange. It was noted that during this explanation of the iol, iris prolapsed out of the wound. Patient¿s outcome is ok¿ myopic outcome but ok. +0.25, -1.00, 090 20/20. Section a2: age: 70 years. Section a3a. Sex: male. Section a3b: gender: cisgender man/boy. Section a4: weight. Approximately 220 pounds. Section a5: ethnicity: unknown, the patient declined to state in his record. Section a6: race: unknown, the patient declined to state in his record. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Additional codes added: section h6: health effect - impact code: 4631 - more complex surgery. Section h6- health effect - clinical code: 2475 - prolapse. Section h6- health effect - clinical code: 4581: no code available (incision enlarged). Corrected data: the following codes are no longer applicable: section h6: health effect - impact code: 2199 - no health consequences or impact. Section h6: health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to jan 28, 2025. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted, give date: unknown/information not provided. Section h3: (no). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The doctor reported scratched lens with an intraocular lens (iol). The extent of patient contact is unknown. No further information was provided.